Event description:
Additional information provided indicated that there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed an error that the cassette is not being recognized. There was no reported injury to the patient.